Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Additionally, healthcare professional reported rupture and "6.3 mm sized round anechoic lesion. Left position. Benign cyst (bi-rads, c2) likely". The device has been explanted.

Event description:
Patient reported right side rupture. Additionally, healthcare professional reported "benign cyst". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event rupture and cyst was received on june 15, 2020 with lot number 2479443. Analysis of the returned device identified: underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: crease sharp opening, crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.